Event description:
It was reported that in 1999, an unspecified large 8-12mm stent had been implanted into the left main coronary artery of the patient. In (B)(6) 2012, the patient presented with angina. An angiographic analysis revealed total occlusion of the proximal to middle location of the left anterior descending artery and a calcified lesion in the mid right coronary artery. A non-abbott guide wire was advanced past the left main stent to the lesion in the left anterior descending artery, then angioplasty was performed using a non-abbott balloon dilatation catheter, followed by pre-dilatation of the lesion using another non-abbott balloon dilatation catheter. A 3.5x38 rx xience prime drug-eluting stent was deployed in the left anterior descending lesion, then images were captured. A non-abbott guide wire was then advanced to the lesion in the mid right coronary artery, then removed. A second non-abbott guide wire was then advanced to the lesion. A 4.0x28 vision stent was advanced over the guide wire, then implanted in the mid right coronary artery lesion. After implantation of the 4.0x28 vision stent, another 4.0x28 vision stent was deployed in a separate vessel location before the bifurcation at the posterior descending artery and the left posterior descending artery to treat an existing dissection. After residing in the site intensive care unit for two days, without any complaint of discomfort, the patient was discharged from hospital, but expired on third day while sleeping at home. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of death is also a known adverse event as listed in the vision instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.